Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). When all three icons are illuminated the device likely would not have sufficient power to deliver effective defibrillation therapy, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer has advised physio-control that they are unsure when they will be returning the device for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.